Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer cleaned the light pathway and replaced a heat-cut filter and lamp. The mixer alignments and settings were checked. Nozzle movement was checked. An optics check was performed and was acceptable. Cells were checked for droplets and they were ok. Nozzle drying tips were replaced. Rinse levels and gear pump pressure were checked. All probes were aligned. The gear pump head was replaced. New vacuum pump seals and valves were fitted to resolve a vacuum issue; all were checked and running well. Rinse station tubing was adjusted and re-clamped. Detergent tubing was replaced as there was a kink in the tubing. Detergent lines were cleaned and primed. A photometer check and cell blank were ok. The customer ran controls. H3 other text : na.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. The reporter provided an example of one patient sample with discrepant calcium results. The sample initially resulted in a calcium value of 2.21 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 1.53 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.